Manufacturer narrative:
The case description states that user had high bgs while using the system and that the controller kept changing to manual mode. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of the phb audit logs show the controller switching from a closed loop, automated mode, to an open loop, manual mode, on 13jan2024 in the users time zone. It can be seen that the user was in automated mode: limited before the controller was switched to manual mode. The case description mentions that the user delivered a 4.1u bolus while in manual mode then changed back to automated mode. The phb file confirms that this bolus was delivered while in manual mode, however shows that the controller never switched back into automated mode at this time and remained in the open loop, manual mode. The controller was then switched back to automated mode later on 13jan2024. Inspection of the rest of the phb file and audit logs show that the controller remained in automated mode and did not switch back to manual mode at any time after this. Inspection of the android log files found no evidence of issues with insulin delivery. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. All boluses programmed by the user were successfully delivered and completed. The system was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was given insulin, checked the heart and gave blood thinners.